Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited increased capture threshold and decreased sensing of p-waves. An x-ray revealed the lead was dislodged. No action has been taken at this time. The lead remains in use. No patient complications have been reported as a result of this event.